Manufacturer narrative:
A product investigation is not possible. The associated product has not been returned to microline inc.

Event description:
During a laparoscopic assisted vaginal hysterectomy the tls3 35cm forceps did not cauterize. The procedure and anesthesia time were extended for 20 mins. There was no harm to the patient.